Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for active exhalation valve control and positive flow verify during testing. The device's active exhalation controller was replaced. The device passed all the tests.